Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The batteries used were not returned with the pump. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report batteries started leaking black fluid into the battery compartment while she was pumping with the purely yours breast pump on (B)(6) 2017. Customer reports hearing a strange fizzing sound from the pump base prior to noting the leaking black fluid. She reports no contact with the fluid and no injury or burn occurred in this event. A replacement purely yours breast pump base was shipped overnight to this customer.